Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged/broken housing fan could not be identified. However, it¿s likely the cause is related to prolonged use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The housing fan was found damaged. In addition, the front panel mouth was damaged. The main power switch was stuck intermittently. A worn socket slider switch caused intermittent use of high intensity mode. There was a non-olympus lamp, and its life meter was reading at 50 plus hours. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the evis exera iii xenon light source fan motor was not working. The fan was broken inside resulting in overheating and the spare lamp turned on. The event occurred during preparation for use. There was no report of patient harm.